Event description:
Patient reported left side "breast infection" and "firm and looked abnormal due to capsular contracture", baker grade iii. Patient additionally reported via regulatory agency "sharp pain in my breast", "felt like someone stabbed them in the breast," "rupture", and "double capsule". Patient also reported "severe pain" this is not device related. Device has been explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2010. In response to FDA report number mw5093698. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, rupture, and capsular contracture, baker grade iii.

Event description:
Patient reported left side "breast infection" and "firm and looked abnormal due to capsular contracture", baker grade iii. Patient additionally reported via regulatory agency "sharp pain in my breast", "felt like someone stabbed them in the breast," "rupture", and "double capsule". Patient also reported "severe pain" this is not device related. Device has been explanted.